Manufacturer narrative:
(B)(4). Images were received by gore from the facility, and an imaging evaluation was performed. On computed tomographic angiography images dated (B)(6) 2016, some calcium could be seen in the right external iliac artery. However, no further conclusion could be determined from that time-point. On a procedural angiographic image from (B)(6) 2017, the distal end of the graft appeared to be deployed in an appropriate position. Distal to the graft there appeared to be a turn in the external iliac artery, and the distal external iliac and femoral arteries appeared to be diseased. No further conclusions could be determined from the image. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis, and occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient underwent coil embolization of the right internal iliac artery, and was implanted with two gore® excluder® aaa endoprostheses [rlt311415/14531414 (left) and pxc121400/15291117 (right)] to treat an abdominal aortic aneurysm. A final angiographic run reportedly showed a marked bend in the external iliac artery distal to the implanted stent graft (angulation unknown). The procedure was concluded without any reported complications. On (B)(6) 2017, the patient presented to the facility with a loss of sensation in his right foot. According to the report, critical limb ischemia was identified, including complete blockage of the right external iliac artery distal to the contralateral limb. On the same day, the patient underwent thrombectomy of the right popliteal artery, right foot fasciotomy, and a femoro-femoral bypass. The issue was reportedly resolved, and the patient tolerated the procedure.